Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere was reported to be broken from the area between the axis and the wrist. Precise information regarding the remaining uses, the details of the event and dates are not known. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure.